Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The iol was inserted and removed in the same procedure. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 23.5 diopter intraocular lens (iol) was initially stuck in the pre-loaded cartridge. It was then implanted and then removed because lens was not right. It was reported suture(s) were required and the procedure was successfully completed using back-up lens with same model and diopter size. Patient outcome was reported as doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation: yes; returned to manufacturer on: 01/15/2019; device returned to manufacturer: yes. Device evaluation: product returned was received in its original packaging. According to the visual inspection preformed plunger was in advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Lubricant material residue was observed at the cartridge tip. No lens was received neither outside nor inside the device. The cartridge tip was observed damaged/deformed. The reported issue was not verified. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional complaints was received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.